Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated if additional information is received.

Event description:
Additional information was received eleven months following the initial clinical observations that this patient required an external shock for an unspecified reason and device interrogation was still unsuccessful. Magnet application did not elicit any tones and troubleshooting was unremarkable for any changes. Therefore, a revision procedure was performed and the device was explanted and replaced without further incident.

Event description:
Boston scientific received information that this device could not be interrogated or elicit a magnet response despite multiple troubleshooting efforts. No pacing was noted; however, the patient had an intrinsic rate of 40-42bpm. The physician has elected to leave the device implanted as this patient has an left ventricular assist device (lvad) and may no longer require this pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return./engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the issues that were observed clinically. No other adverse events have been reported. This product issue will be updated if additional information is received.